Manufacturer narrative:
Continuation of d10: product ID 39565-65 serial (B)(6) implanted: on (B)(6) 2015 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 39565-65, serial (B)(6) , ubd: 18-may-2019, (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins). It was reported that the  lead pigtail would not disconnect from the 0-7 header block despite the physician¿s best effort. The physician had to cut the lead. 8-15 was also difficult to disconnect, but with some effort the physician was able to disconnect it from the header block. This occurred during the patient¿s battery replacement. Of the 16 electrodes, only 4 electrodes are good. The rep was able to program the patient's desired coverage in their right leg, but was not able to get as good coverage on the left leg. The rep reported the ins will be returned. The cause is unknown but the issue was resolved. The rep will report additional information that becomes available. On (B)(6) 2024 the rep reported the ins was replaced due to normal depletion, and is to be returned.

Manufacturer narrative:
H3: analysis of the electrical stimulation lead (serial number (B)(6)) found that the lead proximal end insulation was consistent with metal ion oxidation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.